Event description:
Although requested, the device was not available for evaluation. This event occurred outside of the us and involves a device that is similar to one that is cleared for use domestically. (Reference 510k number). The customer reported a leakage complaint from an oncology department. The patient was treated with an antineoplastic drug. The npulse valve was connected to a peripherally inserted central catheter (bard PICC part number 7712300). Leakage of infusion fluid was observed at the connection site. To date, the root cause of the leakage could not solely be attributed to the npulse valve. There was no report of patient/clinician injury nor was medical intervention associated with this event. Additional information was requested but none has yet been provided. As part of the complaint investigation, compatibility testing was completed between the npulse valve and the bard PICC part number 7712300. Utilizing these devices in a lab setting, leakage was not confirmed in a pressurized system.